Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the duodenum during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2018. The patient presented with 3 columns of large varices 35 cm from the incisors. The varices were not bleeding. The physician banded one vaix at 35 cm but it appeared as though the bands did not deploy. The physician released a second band slowly to release the banding device, but the varix remained in suction. Suction was turned off, but the varix remained in the banding device. The scope was gently pulled back but the suture attached to the ligator head had broke and the ligator head remained attached to the varix in the patient. With gentle nudging, the ligator head was dislodged. Here it became evident that all six bands were in fact deployed onto the single varix at 35 cm. The detached ligator head was retrieved from the patient using a net. The endoscope was then re-introduced and there was no evidence of bleeding from the banded varix or any other varices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.